Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01, serial # (B)(4), stockert model# m-5463-01, serial # (B)(4), coolflow pump model# m-5491-02, serial # (B)(4), lasso nav eco, model# d-1349-00, lot# unknown. (B)(4).

Event description:
It was reported that during an afib ¿ paroxysmal procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by a transthoracic echocardiogram. A pericardiocentesis was performed and 500 ml of fluid were removed. The patient was reported to be in stable condition. Additional information was requested, but no response has been received.

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed. Since no lot number was provided, no device history record review could be performed. (B)(4)